Event description:
As the device was being advanced to the left internal carotid artery aneurysm, the physician experienced resistance between the guidewire and the stent. This resulted in the stent prematurely deploying proximal to the neck of the aneurysm. A second stent was placed at the neck of the aneurysm and the embolization completed without issue. There was no reported clinical consequence.

Manufacturer narrative:
Add'l info was rec'd from the user facility. There was no issue back loading the guidewire into the stent delivery sys. The physician was not attempting to deploy the stent when it prematurely deployed.